Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and injuries after asr hip implant. **update** (B)(4) 2013 - ppd received. Part/lot, doi and dor have been updated for the left hip. **update** - (B)(4) 2013 - sales representative reported revision surgery. Patient was revised due to pain and cup not well ingrown. **update** - (B)(4) 2013 - operative reports received. Revision operative report states acetabular component was in a very vertical position and was essentially loose; metallosis was found.

Event description:
Litigation alleges patient had pain and injuries after asr hip implant.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-06735. This report, 1818910-2013-02969 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-06735. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2013 - ppd received. Part/lot, doi and dor have been updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.